Event description:
A 2.5 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent system was implanted into a pt for the treatment of a circumflex artery lesion. The vessel morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the endeavor drug-eluting stent delivery system was inserted and the stent was successfully deployed. The physician attempted to remove the delivery system when it was noticed that the guide catheter stuck in the left main. The physician pulled back on the guide catheter and the mx2 delivery system and was able to remove the delivery system. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluatiol: results: lack of info (device not returned, no cds, films or operative reports were provided). Conclusion: (lack of info and device not returned fro evaluation).